Event description:
The customer reported that the sensor was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated and passed visual inspection. Continuity testing was performed and the x-ray image found a broken solder joint on the white conductor inside the connector. An error message displayed on the lab monitor during functional testing. The complaint regarding accuracy was not duplicated.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the sensor was inaccurate. No consequences or impact to patient were reported.